Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of a failure to interrogate was confirmed by software analysis. Based on the information provided, it was determined that an application error occurred, preventing the device from connecting. The device entered bluetooth (ble) lockout after several pairing attempts. This behavior is per design specification as a part of a cybersecurity feature. No anomalies were detected.